Manufacturer narrative:
E4, f11, f13 - in talking to the reporter, she said that if they know who the MFR is then they do not send the report to the FDA but to the MFR instead. Therefore, this report was sent to the MFR on 1/27/97 instead of the FDA.